Event description:
The advocate stated the customer received a blood glucose reading of 133 mg/dl from his breeze2 meter and a reading of 315 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement test strips and a new meter were sent to the customer.